Event description:
It was reported the ipg could not communicate with neither the charging system or pt programmer. Additionally, a communication error message was received. The last successful ipg recharge was approximately a month ago. Subsequently, a week later stimulation and communication with external devices ceased. The pt did not observe the low battery warning or stimulation off signals prior to this incident. The pt resides in a different state. Surgical intervention may be undertaken at a future date.

Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.